Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there is one previous complaint of this code batch received the same day from the same end customer. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received one open and unused sample with the needle detached from the thread, and thread is still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: namibia. It was reported that the needle is not attached to thread.